Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient experienced a hyperglycemia event on (B)(6) 2025 at 1:30 pm due to possible sensor inaccuracies. The sensor glucose (sg) reading was 119 mg/dl whereas blood glucose (bg) value measured was 350 mg/dl. The patient complained that eversense e3 cgm system did not provide high glucose alerts. The patient self resolved the event by administering insulin. No medical assistance was required.

Manufacturer narrative:
The user reported a high glucose event and provided the following example set: 11-nov-2025 at 1:30 pm with sg of 119 mg/dl and bg of 350 mg/dl. Review of the data management system (dms) data confirmed that on 11-nov-2025 at 1:17 pm the sg was 120 mg/dl and bg was 348 mg/dl, and review of the alert history did not identify any high glucose alerts during the reported timeframe as the sg value remained below the high glucose alert threshold of 250 mg/dl. The user did not seek medical treatment and reported resolution of the event through insulin administration; the user's healthcare provider was not aware of the event, and the user was advised to follow up with their hcp for medical guidance. In an associated case of reported sensor inaccuracy inclusive of the high glucose event, data review identified patterns consistent with estimated glucose values being entered as calibrations rather than true blood glucose meter values; the user was advised to enter only true fingerstick bg meter values with the exact measurement time when calibrating, as entering estimated values or cgm-derived values may disrupt calibration and result in significant deviations in sensor readings, and the user was advised to continue using the system accordingly.a review of data from the two weeks following the event further confirmed stable and consistent agreement between sg and bg values. B4.date of this report 08 feb 2026. G3.date received by the manufacturer? 08 feb 2026. H3. Device evaluated by manufacturer?yes. . H6. Type of investigation updated to 4121. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.